Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022 a complaint was reported by the patient's sibling on social media. The reporter noted there was an absence of cgm alarms on an unspecified device and app which occurred an unspecified number of days after the sensor was inserted into an undisclosed location. Per documentation, the reporter's device was connected to the patient's automatic pump and reading fine at 2100. At 0400, the patient's blood sugar had fallen below 30 mg/dl and he experienced a seizure. Per report, there was no notification or alert for the hypoglycemia on an unspecified device. The patient was treated in the hospital by unspecified means. The reporter expressed their dissatisfaction with the unspecified app. An attempt was made to contact the reporter for more information about which app the complaint concerns; however, no contact was made. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.